Manufacturer narrative:
Additional information: h3, h6. H10: the actual sample evaluation was completed. A visual inspection with the naked eye was performed which noted the green pull ring cap was not attached to the patient connector and was loose in the open pouch. The set was returned in the coiled position with all the leads positioned in the organizer. There was no visual issue observed with the patient connector or the green pull ring cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap (green) of an amia cassette had fallen off of the patient line within the packaging. This was observed during setup of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.